Event description:
Healthcare professional reported right side "textured to smooth exchange" and rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "textured to smooth exchange" and rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe, as it is not related to the manufacturing process. As per the investigation procedure: creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d1, d4, d6a, d9, h3, h4, h6.